Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lateral column lengthening surgical procedure that utilized a paragon 28 4.0mm mini-monster screw in conjunction with an evans wedge. The screw was reported to have broken post-operatively at the interface between the screw shaft and threads. It was reported that the screw broke within six months of the date paragon 28 was made aware of the issue on 6/1/2018.